Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated the alleged issue began on (B)(6) 2012 at 6:30 p.m. The patient claimed that she obtained a blood glucose reading of "377 mg/dl" on the subject meter, which she felt was inaccurately high compared to how she was feeling at the time she was testing and/or her normal results. The patient reported managing her diabetes with insulin (self adjuster) and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient said she felt sweaty within minutes of the alleged issue starting. The patient reported being treated by emergency medical services with food and/or drink as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement. The patient did not have control solution at the time of troubleshooting and so the cca was not able to walk the patient through a control solution test. The alleged issue was resolved with training and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and mentioned being treated by emergency medical services as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.